Event description:
Dexcom was made aware on 12/04/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction. The event occurred 2 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient had a burning sensation in the area, and she felt discomfort like needles were poking into her skin. Two days after sensor insertion, the patient decided to remove the sensor because she developed redness, a golf ball size lump, and infection in the area. On the same day, the patient consulted with her endocrinologist who prescribed an oral antibiotic medication (cephalexin 500 mg tablets, three times for one day) for the infection and advised the patient to follow up with her primary care physician. On (B)(6) 2023, the patient consulted her doctor who prescribed oral antibiotic medication (amoxicillin and clavulanate 500 mg tablets, three times for seven days). At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.